Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ladg procedure, the reload was loaded onto stapler. The jaws of the reload were closed. The stapler set was put in the tray on the instrument table. Suddenly, the reload started to articulate by itself. The device operator pressed the blue and silver button simultaneously and return the reload to center position. New set of handle and adapter were opened to continue the surgery. UDI number is not available. The status of the patient: no problem. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available.